Event description:
It was reported that patient experienced dissatisfaction with his continence since original implant of his artificial urinary sphincter (aus). Patient underwent a replacement procedure. He was re-measured and cuff downsized from 4.5 to 3.5 cm. Cuff and pump were removed. Reservoir was drained but remains implanted. A new aus was implanted. Additional information was requested, however, no further information was available.